Event description:
Boston scientific received information that something was heard from the programmer and it started to smell like it was burnt, smoke suddenly came out from the programmer. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the programmer was performed. A blown capacitor was noted on the printed circuit board. The programmer was repaired. Laboratory testing confirmed the reported clinical observation.